Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: no patient involvement reported. Unknown when devices malfunctioned. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the service history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The service and repair department documented the bending pliers for 2.7mm & 3.5mm plates is missing end piece that screws in the bottom. The holding sleeve is missing the spring. The self-centering bone forceps 9mm serrated jaw-speed lock is missing the piece that keeps the jaws open and closed. Quantity two (2) of the self-centering bone forceps 10mm serrated jaw-speed lock are missing the ball on the end that keeps the screw from coming off. There malfunctions did not occur during surgery and there was no patient involvement. There is no additional information. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Service history review: part no: 398.80, lot no: a7fa14: no service history review can be performed because the lot number cannot be traced. The manufacture date is unknown. The service history evaluation is unconfirmed. A service and repair evaluation was completed: the customer reported the ball on the end of the item that kept the screw on was missing. The repair technician reported the stop nut was missing. Missing parts is the reason for repair. The cause of the issue is unknown. The following parts were replaced: stop nut. This item was repaired, passed synthes final inspection and returned to the customer. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.